Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as complaints (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with meropenem injections (500 mg, frequency and route not reported) and tobramycin injections (20mg, frequency and route not reported) for peritonitis. The outcome of the event was unknown. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.